Manufacturer narrative:
(B)(4). The additional 3.75x15mm nc trek is being filed under a separate medwatch MFR number. (B)(4). Visual, dimensional and functional inspections were performed on the returned device. The difficulty removing the protective sheath was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath.

Event description:
It was reported that during un-packaging of the first 3.75 x 15 mm nc trek balloon catheter, a lot of resistance was felt when the protective sheath was removed. The device was not used, and was replaced. A second 3.75 x 15 mm nc trek balloon catheter was then un-packaged, but a lot of resistance was again noted during removal of the protective sheath. A new nc trek was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.